Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The closure device was deployed in the patient. The physician attempted multiple repositions of the closure device but could not get the device in an ideal position. The 24mm wds was fully recaptured and removed from the patient. A new 20mm wds was then used, but this device could not get the proper positioning needed. This 20mm wds was fully recaptured and removed from the patient. The physician re-inserted a pigtail catheter to help with positioning the closure device more distal in the laa of the patient. A new 20mm wds was then selected and deployed in the laa of the patient. During the deployment of the closure device, transesophageal echocardiogram (tee) images showed that there was an air embolism present in the patient. The patient then experienced an st segment elevation. The physician checked for an effusion, but only found an air embolism present in the left ventricle of the patient. The patient was paced using a defibrillator and they were given epinephrine to help increase their blood pressure and manage their vitals. The patient then began to stabilize, and no additional intervention or treatment was needed. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. The patient did not experience any consequences or complications following this event.